Event description:
A maxi pta balloon catheter was being used for post dilation in the patient¿s right subclavian vein. The balloon was slowly inflated for an unknown length of time, however, ruptured at 7 atmosphere (atm). There was resistance met while withdrawing the device from the patient. The balloon catheter was removed even though resistance was felt. They then realized the balloon material was ¿shaved off¿, balloon material was missing. The physician used x-ray to search for any balloon material and he also palpated the patients arm. The surgeon then surgically opened the patients forearm to remove the balloon material from the patient¿s vein. The patient¿s length of stay was not increased; the patient was discharged as scheduled. Additional information received indicated that at the beginning of the case it was determined that there was severe and diffuse fibrotic narrowing. The physician was not able to pass a wire alone initially. He used a 4f glidecath and wire for support to cross. He then inflated 6 other non-cordis balloons before he used the maxi balloon. It is unknown if any anomalies were noted when the maxi balloon was removed from the package or during prep. The unknown contrast to saline ratio is unknown. It is unknown if the same indeflator used successfully with other devices. It is unknown if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. It is unknown if the balloon catheter kinked while being used. The balloon was inflated multiple times prior to rupture. The maxi was inserted into the patient once. Procedural cd is no available for review. The device will not be returned as it is being held by the risk management department of the hospital because the patient is a minor.

Manufacturer narrative:
Concomitant products: 4f glidecath and six non-cordis balloons (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Based on the information provided in a medwatch submitted by the facility ((B)(4)), the following sections have been updated. Age at time of event and sex..

Manufacturer narrative:
Complaint conclusion: a maxi pta balloon catheter (bc) was being used for post dilation in the patient¿s right subclavian vein. The balloon was slowly inflated for an unknown length of time, however, ruptured at 7 atm (seven atmospheres). There was resistance met while withdrawing the device from the patient. The balloon catheter was removed even though resistance was felt. They then realized the balloon material was ¿shaved off¿ and balloon material was missing. The physician used x-ray to search for any balloon material and he also palpated the patients arm. The surgeon then surgically opened the patients forearm to remove the balloon material from the patient¿s vein. The patient¿s length of stay was not increased; the patient was discharged as scheduled. Additional information received indicated that at the beginning of the case it was determined that there was severe and diffuse fibrotic narrowing. The physician was not able to pass a wire alone initially. He used a 4f support catheter and wire for support to cross. He then inflated 6 (six) other non-cordis balloons before he used the maxi balloon. It is unknown if any anomalies were noted when the maxi balloon was removed from the package or during prep. The unknown contrast to saline ratio is unknown. It is unknown if the same indeflator used successfully with other devices. It is unknown if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. It is unknown if the balloon catheter kinked while being used. The balloon was inflated multiple times prior to rupture. The maxi was inserted into the patient once. Procedural film is not available for review. The device was not returned. A device history record (DHR) review of lot 17211388 revealed no anomalies or non-conformances during the manufacturing and inspection processes associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe and diffuse fibrotic narrowing may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.